Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A right ventricular (rv) lead integrity alert occurred for increased sensing integrity counter (sic), and two or more high rate nonsustained episodes less than 220 milliseconds on (B)(6) 2015. Sics went up to 121 (within 250 days) along with high rate nonsustained episodes and evidence of t-wave oversensing on (B)(6) 2015. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.